Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that, the patient faced issue with infusion set tubing on (B)(6) 2024. The tubing was bent which let to blockage and flow block alert. No further information available.